Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware.

Event description:
It was reported that patient was experiencing inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.